Event description:
The customer's father reported to customer service that his daughter had a baby on (B)(6) 2012 and was renting a symphony pump form the hosp. He indicated that the breast pump kit that she received from the hosp contained pvc tubing and that she immediately had an allergic reaction to the pvc tubing. She gets red burn marks on her hands from touching the tubing. She is experiencing stinging and itching and he is concerned that her throat will start to swell if she continues to touch the pvc tubing. She is taking benadryl to help prevent further reactions.

Manufacturer narrative:
Customer service sent the customer replacement silicone tubing. In f/u with the customer's father, he indicated that his daughter got red burn marks on her hands after handling the tubing for the symphony breast pump she was using. She didn't react for several days, but then started getting "chemical burns which blistered (clear red stripes in between her fingers and on the back of her hands where the tubing was resting) and her entire body was covered with hives. She is popping benadryl like it is candy." The reaction did not occur the first time she used the tubing, but it took about one week to one week and a half of exposure. She had not previously experienced an allergic reaction like this. He indicated that she has received the replacement silicone tubing that was sent to her and that she is currently experiencing far less symptoms - none from the silicone tubing - but she is still having issues with re-transmission in instances where the pvc tubing touched another item which she then touches. The customer appears to be allergic to pvc and a switch over to silicone tubing appears to have resolved her issue. We will monitor complaints for similar issues.